Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2013-00029 for a description of the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6), 2010.according to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician's office, no patient complications were reported.all other information is unknown and unavailable.